Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, no image was likely caused by the faulty circuit board and faulty video connector. A definitive root cause of these failures could not be identified. Per the instruction manual: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - a faulty video connector was found, causing no image when tested with an olympus, model enf-vt2 scope. In addition, a faulty printed circuit board (upc board) was found, causing no serial digital interface (sdi 2) output signal. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.